Manufacturer narrative:
Investigation results: the visual inspection of the dissection tip's outside surface was not considered clear. An imaging test was performed on the returned dissection tip and compared to a reference dissection tip. The images were not comparable for clarity and the returned dissection tip image appeared to be unclear and cloudy. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the dissection tip picture was bad, unclear and cloudy. A replacement discussion tip was used to complete the procedure. The hosp did not report any pt complications.